Event description:
The physician attempted closure of an arteriotomy site with the perclose proglide following an interventional procedure, when difficulty removing the device was experienced. A vascular surgeon performed a cut down and the device was removed. Reportedly, a suture had wrapped around the device. A graft was placed and the pt is reported as doing well.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.